Event description:
Consumer reported complaint for inaccurate dispense of the trueplus pen needles. Consumer reported complaint the 31g pen needles did not dispense the insulin; customer stated the issue had occurred with multiple pen needles. The package had not been open or damaged when received by the customer. The customer has been using the product for one month. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - 15 used pen needles were received without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Return product scrapped. Note 1: manufacturer contacted customer in a follow-up call on 14-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he did not receive replacement products; customer stated only the return label had been sent. New replacement product shipped to customer. Note 2: manufacturer contacted customer in a follow-up call on 20-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was awaiting receipt of the replacement products. Note 3: manufacturer contacted customer in a follow-up call on 25-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 13-may-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - 15 used pen needles were received without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.